Event description:
(B)(4).

Manufacturer narrative:
The technician found the scale had been zeroed with a patient in the bed, user error. The technician zeroed the scale as outlined in the user manual to resolve the issue.